Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing, and the right atrial (ra) lead exhibited oversensing, as observed on electrograms (egm). The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.